Event description:
Additional information received in response to follow-up reported that the patient had successfully helped in charging up to 25%. She then went home and charged more but later decided to have the battery removed. She did not show up for a follow-up appointment.

Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturing representative reported the patient had a confirmed over discharge. The patient had no used the device for two years. The met with the manufacturing representative and a physician recharge mode was initiated to recover the battery from the over discharged state. The patient was able to charge the battery normally. The patient then went home and continued to charge to 75% and turned stimulation on. The stimulation worked for a few minutes but then turned off presumably in discharge. The representative met the patient again and the battery appeared to be in the over discharged state again. They could not communicate with the patient programmer or recharger. Battery damage was reviewed and they were told they could try to charge again. No patient signs or symptoms were reported. No additional information on interventions, actions, cause, or outcome was noted. Patient indication for use was non-malignant pain.